Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital for a lead revision procedure. Upon review, the left ventricular lead exhibited an unspecified malfunction. The physician explanted the lead.